Event description:
It was reported that during a follow-up visit, approximately 5 months after this right ventricular (rv) lead was implanted, it was observed that the lead was not capturing correctly. Since no other abnormalities were found, a chest x-ray was performed. The x-ray showed that the lead appeared elongated and was not in its original position. A lead revision procedure is planned. Currently, no further information is available, and no adverse effects on the patient have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a follow-up visit, approximately 5 months after this right ventricular (rv) lead was implanted, it was observed that the lead was not capturing correctly. Since no other abnormalities were found, a chest x-ray was performed. The x-ray showed that the lead appeared elongated and was not in its original position. A lead revision procedure is planned. Currently, no further information is available, and no adverse effects on the patient have been reported. Update: surgical intervention was performed in which the physician decided to reposition the lead. It was also noted that the physician suspected a scar in that area, which could have been the reason for the loss of capture. This lead remains implanted and in service with no additional adverse patient effects reported.